Event description:
No blood glucose levels reported. The customer reported multiple no delivery alarms from the insulin pump while trying to bolus. Troubleshooting was done. The customer reported a bent cannula on the infusion set. The customer also reported scarred and hardened tissue or stretch marks in the infusion area. The customer was advised that the no delivery alarm may have been due to the bent cannula. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.